Event description:
The affiliate reported: the patient¿s chpv has changed it¿s setting now on two separate occasions, from 120 down to 80/90. After it happened, the first time, adjusting down to 80/90, the valve was adjusted back to 120 by a registrar & verified on x ray. This has now happened for a second time & they are considering explanting. Patient is waiting for a removal & change of valve. The patient has suffered with headaches & has reported feeling unwell.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.